Event description:
It was reported that when the patient came into the clinic for a device check, it was found that the patient had received inappropriate therapy for a non-ventricular rhythm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.